Manufacturer narrative:
A ge representative evaluated the system and replaced the interconnect cable. System operates as intended.

Event description:
The customer reported, the system produces black images and has a burning smell coming from the image intensifier power supply. No patient injury was reported.